Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undefined bipolar and unipolar impedance qualified as high, high thresholds, far field r-wave (ffrw) oversensing and a dislodgement. The ra lead is scheduled to be revised and remains in use. No patient complications have been reported as a result of this event.